Manufacturer narrative:
Device passed the displacement test. Active current measurement within specifications. No unexpected blank display anomaly noted. However, device received with high sleep current measurement due to moisture damage on electronics assembly. Device received with cracked battery tube threads, fading serial number label and cracked case at battery tube side.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had a blank display. Customer had done all troubleshooting but the issue was not resolved. No harm requiring medical intervention was reported. The insulin pump will be return for further analysis.